Event description:
I went to a cosmetologist by name of (B)(6) who goes by (B)(6) to get vitamin c on my face for rejuvenation which included 5 treatments. On the third visit I went for face she informed me she also does vaginal rejuvenation which includes injecting hyaluronic acid. She explained that she is experienced, many women have had procedure with no issues. I agreed to get procedure done, shortly after, 8 months later I started feeling discomfort in my vaginal region. I experienced tenderness, pain, inflammation. After feeling discomfort I reached out to (B)(6) and she stated it was normal. I then started researching symptoms and realized it's not common. I continued with health complications, I had a surgery and surgeon discovered I had some form of plastic inside my body. 2 years after surgery removal I started to experience the same symptoms. When I reached to (B)(6) the first time she said she would help me. After reaching out to her again about my health and situation she was out of the county and would contact me after her return and has disappeared.